Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with burning sensation and inflammation. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. Prior to sensor insertion the area was prepped with alcohol. Photos of the reported skin reaction in the complaint record were reviewed. There is a reddish discoloration extending a few centimeters around the central spot, indicating inflammation. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The skin reaction was treated with prescription oral antibiotic amoxiclav 250 mg/62.5/5 ml 3x a day. There was no documentation of further medical intervention. No other details were provided. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).